Event description:
It was reported that this right atrial (ra) lead was explanted and replaced due to a fracture confirmed during x-ray examination. The lead is not expected to return. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead was explanted and replaced due to a lead safety switch (lss) due to fracture confirmed during x-ray examination. The lead is not expected to return. No additional adverse patient effects were reported.